Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at interrogation of the device in the box, the battery measurement was not possible. The observation window gave a message of a potential low temperature problem. The device was reinterrogated after forty eight hours and the same message appeared. The device was not implanted. No patient complications have been reported as a result of this event.